Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the customer was performing planned treatment/non-emergency treatment, and the procedure was completed without using any movement of geometry. Analysis of log files showed errors that indicated a failure of the geometry control pc. Upon troubleshooting, to resolve the issue, fse replaced the geometry pc and installed the software. The defective geo pc was returned to philips for failure analysis and the cause of the geo pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the geo pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.